Event description:
The patient arrived in the hospital for the removal of the stitches of pocket. During the removal of the stitches, a nurse noted the presence of pectoral stimulation. The patient went for a pacemaker follow-up and when interrogated it a"lead error status" message was noted. The lead was not capturing or sensing. Under x rays examination, the atrial lead is located near the pacemaker. The pacemaker was reprogrammed to vvi mode and the patient will be contacted by the other center for atrial lead revision.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available trend curves showed a decrease of the atrial sensing from approx. 7 mv in (B)(6) 2016 down to 0 mv in (B)(6) 2016. The provided iegms confirmed the loss of sensing and capture on the atrial channel. According to these observations and the available x-rays a dislodgement of the atrial lead is likely. Should additional information or the device itself become available for analysis, the investigation will be updated.